Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue; the system was functioning as intended.

Event description:
A medtronic representative reported that the navigation system monitor intermittently flickers black with 'no input detected' while the software is in use. The medtronic representative, disconnected and reconnected the video graphics array (vga) monitor cable to resolve the issue. There was no patient present when this issue was identified.